Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal low blood glucose alerts around 73 mg/dl, treated per alert, with one confirmed low of 62 mg/dl and a small proportion of low readings over two weeks; the user sought guidance on target ranges and reported trying carbohydrates and protein before bed. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and education with plans for further consultation. Investigation of this case revealed an unclear cause for intermittent hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.